Event description:
Additional information was received from the patient(pt). Patient called back, they called before the holiday's because they were having trouble connecting and they never called back. Patient is up to 7.9v and they said they are not getting relief of symptoms. Patient is currently on program 6. The implant moves she said. It has moved getting up in the morning or sometimes through the day. I asked when she noticed it moved and she said, probably at least a month or more. Patient said, the first time she couldn't get it to work and she went to the doctor's office and the nurse said they all move. Patient said there was like a ridge like it was tilted. The patient's friend said it didn't look right and pt went into the doctor and nurse said it looks fine. Walked caller through connecting the handset and communicator to the stimulator. The patient switched to all 7 programs while on the phone and increased the stimulation to 8.0 volt s and couldn't feel any stimulation. I asked if they had any falls or accidents and pt said no not to their knowledge. The patient was on program 1 and tss had pt bring the stimulation down to 1.5 volts so they didn't burn out the battery. Told the patient to contact the doctor and let them know it isn't working and see about getting the system checked. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went on a long car trip about 3 weeks following their implant procedure and they think that the vibration of the car opened the incision wound and patient developed an infection and was treated with antibiotics and it took a couple months for it to heal. Now that they are healed they would like to make adjustments to therapy settings. Reviewed how to increase amplitude per patient wishes.

Event description:
Additional information was received from the patient. They reported that they currently have therapy set at 1.5v and reported therapy is "working a little, but not completely". Pt stated this is due to "some problems" that pt had and they quit using it. Pt stated they recall being told "not to go above 8" and inquired what this means. Reviewed therapy overview and redirected pt to hcp to inquire further about this instruction. Agent tried to clarify if pt is getting 50% reduction in symptoms and pt stated they are "maybe" getting 50% reduction. Pt provided event date as "probably about a month ago, three weeks ago". Reviewed therapy overview and changes. Pt stated they know how to make therapy changes and can do this on their own. Pt will follow up with hcp to inquire further about therapy changes. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned previously reported event regarding "problems" pt has had in the past an d clarified by this they mean they had ins implanted in mesa, az and pt stated they had to wait a week to have incision checked. Pt stated they developed an infection and stated they think this was due to vibration in a car from a car ride. Pt stated they went into ER and was told they had a blood infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.